Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A medwatch form with uf/importer report # (B)(4) was received with the following information: a (B)(6) male patient underwent a brain surgery in (B)(6) 2018. Upon closing the incision, the surgeon noticed that he could not sew the incision anymore as the head seemed to have fallen in the mayfield. The second physician immediately held the patient's head and neck midline. The surgeon unscrewed the remaining mayfield head pins and the device was removed from the bed. The patient was repositioned, re-prepped and re-draped. The attending physician was notified as the patient was re-assessed. Additional information has been requested.

Manufacturer narrative:
The complaint device was not returned for evaluation. A device history record review could not be performed as the lot number was not provided nor was the product sent in for inspection. The complaint is unconfirmed. There, root cause analysis can not be performed at this time.

Event description:
N/a.